Manufacturer narrative:
Concomitant product: product ID: 5076-65 lead, implanted: (B)(6) 2016. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. No issues were identified that required full analysis.

Event description:
It was reported that the device pocket migrated inferiorly which caused the right ventricular (rv) lead to pull back and dislodge. The device and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.